Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that "user claimed they would get an error and would require to restart during procedure". It was confirmed that there was no patient injury and the surgeon was able to complete the procedure with the same system. No negative impact in state of health reported.

Manufacturer narrative:
Customer requested the device to be returned back to them as is. We therefore will no longer be able to ship it to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).